Event description:
Additional information from the health care professional indicated that troubleshooting was performed; logs were read and printed but they didn't show any problems. The cause of premature and changing elective replacement indicator (eri) date was not determined. Actions/interventions; the patient was scheduled to have the pump replaced but had to cancel due to an open wound on her back.

Event description:
Information was received from a health care provider regarding a patient who was receiving 10 mg/ml dilaudid at 10.9 mg/day and 70 mcg/ml baclofen at 76.949 mcg/day via a pump implanted to malignant pain and metastatic breast cancer. It was reported that the patient's pump was implanted (B)(6) 2016 but as of (B)(6) 2016 the elective replacement indicator noted that there were 39 months remaining. A single bolus was programmed, and then the elective replacement indicator dropped to 34 months remaining. The current flow rate was ~1.09 ml/day. The patient's historical flow rates were unknown. No patient symptoms were associated to this.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative reported on an unknown date that the elective replacement indicator (eri) on programming reports was inaccurate. Patient did not have any symptoms, but the pump print out showed discrepancy in eri dates when read. It is unknown if any diagnostics/troubleshooting was performed or what factors may have led or contributed to the issue. It was unknown if the issue was resolved at time of report. It was noted that baclofen 150 no units noted with a total dose of 120 no units noted and morphine 25 no units noted for a total dose of 20 no units noted were in the pump at the time of the issue.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.